Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 0291996. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing, ¿due to this batch being manufactured in 2000, no DHR review is able to be completed, due to keeping files for 7 years.¿ as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that expiration date is missing on shelf pack with a bd ultra-fine¿ insulin syringes 3/10ml. The following information was provided by the initial reporter: it was reported that there is no expiration date on shelf carton. Stated there is no expiration date on the box but the trademark date on the box is 2007. Stated the box was not opened.